Event description:
The customer had high bgs and a cold. It was stated that the customer did not have the bolus wizard. Three days later, a nurse called to report that the customer was hospitalized due to high bgs. The contact was not with the customer at the time of call.